Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of restenosis, as listed in the supera instructions for use, is a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, a supera 5.5 x 150 self-expanding stent was implanted in the right superficial femoral artery. On (B)(6) 2017, the patient was re-vascularized. No additional information was provided.